Manufacturer narrative:
Model number/catalog number: sc-2408-74. Serial number: (B)(4). Batch/lot number: 20318168. Model/catalog description: avista MRI perc lead kit 74 cm.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No further information could be obtained.

Manufacturer narrative:
Sc-1200 (sn: (B)(4)). Device evaluation indicated that the ipg passed all tests performed. Sc-2408-74 (sn:(B)(4)). Device evaluation indicated that the visual inspection found the lead was cleanly cut. The device damage was similar to the typical explant damage and was not considered a failure.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No further information could be obtained.